Manufacturer narrative:
Type of reportable event: death. Initial MDR inadvertently marked the type of reportable event as serious injury instead of death.

Event description:
It was reported by the surgeon's office the patient had passed away on (B)(6) 2016. The programming history database was reviewed and found to contain information from (B)(6) 2013 through (B)(6) 2015. No anomalies related to the patient's death were noted and the last diagnostics, performed on (B)(6) 2015, showed the device was functioning properly. A battery life calculation was performed and showed an estimation of 0.7 years remaining until the device reached the neos = yes (near end of service) condition. It was noted by the neurologist's nurse that the mother reported the patient was found in his bed and possibly died due to a seizure; however, it is unknown exactly how he died. It was stated by the physician's office the patient was last seen on (B)(6) 2016 and noted that the vns was fine. It was stated the physician's office would not be getting an autopsy report.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: system diagnostics from (B)(6) 2016 was inadvertently not included in the initial MDR evaluation codes, corrected code: evaluation codes 3303 and 3329 inadvertently omitted from the initial MDR.

Event description:
It was reported by the patient's mother that the patient had died of sudep. No further relevant information has been received to date.